Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # l5520f. Yoke teeth, firing trigger teeth. (B)(4). Conclusion code: the analysis results found that the ats45 device was received with the clamping and firing mechanism damaged. No cartridge reload was returned for analysis. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth and firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing and clamping mechanisms to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a robotic prostatectomy procedure, the device was not working. There are no other details at this time. Another like device was used to complete the procedure. There were no patient consequences.